Event description:
The subject device was used during a pancreatoduodenectomy. The subject device could not output any more than about one hour later from the beginning of use, and the ptfe pad of the subject device was separated immediately. The procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad of the device was not separated but severly worn. The tip of the probe and jaw had contact marks against each other. The manufacturing history was reviewed, with no irregularities noted. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severly wore. Considering the evaluation result of the subject device, omsc concluded that the separation of the pad occurred since the user continued activating output for an extended time after the tissue already cut, which caused the contact between the probe and the jaw. Because the user kept outputting in its state, the contact marks were made and the output stopped. Based upon the finding of the evaluation, this report appears to be related to user handling.